Manufacturer narrative:
An event of calcification and elevated gradient was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2013 a 21mm trifecta valve was implanted. On (B)(6) 2019, the valve was explanted due to calcification and increase gradient and was exchanged with a 23mm medtronic freestyle valve. The patient was reported to be in stable condition.